Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the readings on the device were unavailable. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed a signal loss gap greater than one hour on the incident date, (B)(6) 2019, which is a reportable event. Confirmation of the complaint was confirmed. The probable cause was determined to be no communication due to a gap in the data logs.